Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. It was reported that the patient experienced tachycardia. The patient was in and out of atrial flutter. Actions taken are unknown. The patient continued on support until the device was successfully weaned. The patient outcome was reported to be stable.